Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information. It is recommended in the IFU to pre-dilate the lesion to the reference diameter of the lesion. Also, the IFU states, "the balloon pressure should not exceed the rated burst pressure (rbp). Vessel perforation, as listed in the instructions for use (IFU), is a known adverse event associated with the coronary stenting procedure. Inflating the balloon at high pressure and the vessel morphology are likely causes of the vessel perforation.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: cardiac arrest/perforation requiring medical intervention, device issue: difficult to deploy stent. It was reported that the target lesion was heavily calcified with 75% stenosis. The lesion did not seem to be stiff per ivus. The vessel diameter was about 3.5 mm. During inflation of the vision, it was difficult to dilate the vessel. Pressure was gradually increased until and it reached 20 atm (contrary to IFU), suddenly the stent expanded and a perforation occurred. The pt experienced cardiopulmonary arrest and percutaneous cardiopulmonary support was performed, then hemostasis was successfully done using another company's dilatation catheter. Reportedly, the pt is in good condition. No additional event or pt information is available.